Manufacturer narrative:
Lot number corrected. Expiration date corrected. Device manufacture date corrected. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify the reported fiber break. The fiber was tested with a hene laser fixture and aiming beam was present at the fiber output window. There were no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secure. The fiber connector passed the signature verification fixture test. The control knob was attached and aligned with fiber and could rotate the fiber. Based on analysis of the returned fiber, the product complaint of broken fiber could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that at 39:31 minutes, 348,236 joules while using the fiber during a procedure, the fiber was observed to be broken/ms mirroring; the fiber was replaced and the procedure completed. The fiber was not cleaned during the procedure. No patient outcome was reported.

Event description:
It was reported that at 39:31 minutes, 348,236 joules while using the fiber during a procedure, the fiber was observed to be broken/ms mirroring; the fiber was replaced and the procedure completed. The fiber was not cleaned during the procedure. No patient outcome was reported.